Event description:
Hospital advised that at 12:30 a 1000cc bag was hung and the rate set at 8cc/hr and volume to be infused at 950cc. The pump was checked at 2:30 and there were 220 cc remaining in the bag and the volume to be infused was 790ml. There was no pt consequence.